Event description:
No additional information available.

Manufacturer narrative:
1. DHR/bhr review (lot 3262357): 1) the products of this batch were assembled at intima ii auto line 4 in oct 2023, and packaged at cfs package line in oct 2023. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. The retained sample of this batch is taken for functional testing (45psi leakage test and prn torque test), the result is qualified, no leakage is found. 4. This product (sku 383062) has never been declared to be used for high-pressure injection. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since no defective sample has been received for relevant testing and the product is not suitable for high pressure injection, the root cause of this defect can't be determined to be related to production.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn ec slm npvc leaked with power injector on (B)(6) 2025, while performing a CT of the patient's neck, the technician noticed and removed a new indwelling needle cap to cover the missing area, and there was no abnormality when trying to push a flow rate of 5 ml/s and 15 ml of water, but the replacement cap failed to withstand the pressure of a high-pressure syringe injection during the examination, resulting in the replacement cap falling off, and although the examination was successful, the hematoconcentrate mixture flowed out about 5 ml, and the emergency department nurse immediately removed the indwelling needle, stopped the bleeding and left the examination room.